Event description:
Device malfunction: thumb advancer resistance, difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, resistance was felt during the thumb advancer stroke and after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and a forceful pull. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not provided. A review of the device history record for this lot did not produce any findings relevant to this report.